Event description:
It was reported that the screen of a device had a display problem, as it remained black and the touchscreen was unreadable and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The device was scheduled to be returned by the customer with an expected return date set, and a replacement pump with a new serial number was arranged.